Manufacturer narrative:
Follow-up #1: date of submission: 04/12/2016. Device evaluation: the device has been returned and evaluated by product analysis on 04/04/2016 with the following findings: during investigation, the pump information from the date of the complaint was overwritten. The original complaint was unable to be duplicated. The rewind, load and prime steps were performed properly with no alarms occurring. The force sensor calibration test confirmed that the sensor was detecting the correct force. The pump was exercise d for 24 hours with no occlusion occurring. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a occlusion (frequent/persistent) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.